Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils using binaxnow covid-19 self-test performed on an unknown date. User added six (6) drops of the reagent solution on the card and put the swab stick in the hole and rotated it and swab it on her nose. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service was not able to provide the safety data sheet because the customer refused to give her email address. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : device discarded, single use.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils using binaxnow covid-19 self-test performed on an unknown date. User added six (6) drops of the reagent solution on the card and put the swab stick in the hole and rotated it and swab it on her nose. No additional patient information, including treatment and outcome, was provided.